Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to completed the functional testing during testing due to prime anomaly. However, the device was able to delivery test boluses with no motor error alarm noted. The device was also able to completed the rewind test with no motor error alarm noted. History download was successful using thds and carelink upload was successful. Motor error alarm was listed in the pump's downloaded history file. (B)(6) 2021 08:15:49 alarm #43 - alrm_motor_error - bolus. (B)(6) 2021 08:26:49 alarm #43 - alrm_motor_error - bolus. (B)(6) 2021 10:47:07 alarm #43 - alrm_motor_error - bolus. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.